Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR's report# 1222780-2012-00142. Following a myosure procedure for tissue removal and a novasure endometrial ablation done at the same time (date unk) a pt returned to the emergency room with "severe issues related to what they are calling tubo-ovarian abscess" (date unk). On (B)(6) 2012, it was reported that the pt "is doing fine now". We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. Neither the hysteroscope, nor the disposable device are being returned therefore, a failure analysis of the myosure system cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) and sterile lot review was not able to be conducted for the myosure system as the lot/serial numbers were not provided by the complainant. (B)(4).